Event description:
During a pph procedure, after the doctor fired the pph01, the tissue was not cut and all the staples were in a 'u' formation not 'b'. The fired staples stuck into the pt's tissue, so the surgeon had to remove the staples first. He then changed to another pph01 and finished the case. The o.r time was extended one hour.